Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported by the surgeon that the implant did not fit correctly and the surgery was not completed successfully. There will be a revision surgery performed to implant new implants.

Manufacturer narrative:
The reported issue that the left fossa implant did not fit correctly could not be confirmed due to lack of intraoperative photos, but it was confirmed that the implant was not used and returned. The surgeon observed the implant appeared bent on the anatomical model and attempted to adapt it, but it was removed before implantation and a new implant was ordered. Although the bone model was broken, no shipping damage was found. Inspection suggested the implant mesh may have been warped during hospital handling. Manufacturing and fit verification showed no defects. The supplier of the anatomical model found no issues. The replacement implant was successfully implanted without complications. As no definite conclusion can be drawn, the root cause of the reported event remains unknown. Based on the investigation, there is no indication of a incorrectly working product or any design-, material-, or manufacturing-related issue with the tmj devices. Therefore, no corrective or preventive actions are deemed necessary at this time. This complaint has been added to the complaint trend.

Event description:
It was reported by the surgeon that the implant did not fit correctly and the surgery was not completed successfully. There will be a revision surgery performed to implant new implants.